Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf320j vena cava filter allegedly experienced migration or expulsion of device, malposition of device, patient device interaction problem. This report was received from one source. One patient was involved with no (B)(6) years and weight is not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf320j vena cava filter allegedly experienced migration or expulsion of device, malposition of device, patient device interaction problem. This report was received from one source. One patient was involved with no reported patient injury. One male patient age is 34 years and weight is not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation, however; medical record was received for evaluation. Therefore, the investigation is confirmed filter tilt, perforation of the inferior vena cava (ivc) and filter migration. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.